Manufacturer narrative:
Age/date of birth: not applicable. Sex/gender: not applicable. If implanted, give date: not applicable as the lens was not implanted if explanted, give date: not applicable as the lens was not implanted, therefore not explanted. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) when removed from packaging had broken haptic. There was no patient contact. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/27/2018. Device returned to manufacturer ¿ yes. Device evaluation: a visual inspection and evaluation using magnification was performed. Residues of viscoelastic material were not observed. No assembly error and/or defect were observed in the preloaded device related to manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. As part of the visual inspection, the preloaded device was opened to address the complaint issue reported: the lens was observed at the lens storage chamber in good conditions, also the haptics. The complaint issue haptic damaged was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search on complaints related to this production order (po) was conducted. The search revealed one (1) additional complaint issue received for this po. The status closed, ¿not a device problem¿, product deficiency not identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.